Event description:
It was reported that in 2006, the patient underwent treatment with the polarcath device for three lesions in the superficial femoral artery. The immediate technical results were documented as satisfactory. There was a post cryoplasty dissection that was described as not flow limiting. No follow up information was provided. Lesion 1 was de novo with a 5mm reference vessel diameter, 10mm length and 55% stenosis. The vessel tortuosity was documented as none. There was one patent run off vessel identified. The angiographic data was concentric stenosis with no calcification at the target lesion. One inflation was performed with the polarcath balloon 5mm diameter, 4cm length and 80cm shaft length with 0% residual stenosis. Lesion 2 was de novo with a 5mm reference vessel diameter, 10mm length and 80% stenosis. The vessel tortuosity was documented as none. One patent run off vessel was identified. The angiographic data was concentric stenosis with mild calcification at the target lesion. One inflation was performed with the polarcath balloon 5mm diameter, 4cm balloon length and 80cm shaft length with 5% residual stenosis. Lesion 3 was de novo with 5mm reference vessel diameter, 5mm length and 65% stenosis. The vessel tortuosity was documented as none. There was one patent run-off vessel identified. The angiographic data was concentric stenosis and mild calcification of the target lesion. One inflation was performed with the polarcath balloon 5mm diameter, 4cm balloon length and 80cm shaft length with 5% residual stenosis. The patient experienced pain during the croplasty procedure. No information on post-dilatation of the lesion was provided.

Manufacturer narrative:
Date of event - 2006. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.